Event description:
It was reported that during a meniscus repair surgery, both t implants of the fast fix device were deployed simultaneously. T1 was left secure in the patient and t2 was removed form the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were returned in place on the needle. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found the actuator pushed both implants forward simultaneously on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. H11: h2 correction on a1: patient identifier must be in blank.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, both t implants of the fast fix device were deployed simultaneously. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.